Event description:
The customer called to report moisture underneath the insulin pump screen. The customer stated that he was involved in a car accident, and there was a fire that had to be put out. The customer was taken to the hospital, and his blood glucose reading was 86 mg/dl. Advised the customer that the insulin pump would be replaced due to the moisture damage. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.